Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for three samples from the same patient tested for ise indirect k for gen.2 (potassium) on a cobas 8000 ise module. The first sample resulted as 6.0 mmol/l. The second sample resulted as 5.9 mmol/l on (B)(6) 2017. The third sample resulted as 6.3 mmol/l on (B)(6) 2017. The patient was then sent to a hospital to have another sample collected and tested for potassium. At the hospital, a fourth sample from the patient was tested, resulting as 3.9 mmol/l. The 3.9 mmol/l value was believed to be correct. No adverse events were alleged to have occurred with the patient. The potassium electrode lot number and expiration date were asked for, but not provided. While performing precision studies, the field service engineer determined that the precision was outside of range due to lack of operator maintenance, specifically ise flow path cleaning. He replaced the sample probe and syringe seals. He performed ise flow path cleaning and also cleaned vacuum nozzles, sipper nozzles, and dilution vessels. He ran additional precision studies after performing these service activities and precision improved.

Manufacturer narrative:
No similar events have occurred within the past 12 months. No abnormal trend was identified concerning complaints of high potassium results in combination with the parts replaced by the field service engineer.